Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial and ventricular leads have high thresholds. The leads are still in use. There have been no complications reported as a result of this event.